Event description:
A report was received that the patient's precision® system will be explanted due to pain.

Manufacturer narrative:
Additional information was received that the patient was reportedly doing well following the procedure. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the ipg and paddle lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-8120-70, (B)(4), description: artisan 2x8 paddle lead (with slotted electrodes), 70 cm.

Event description:
A report was received that the patient's precision system will be explanted due to pain.